Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2016, product type implantable neurostimu lator.

Event description:
The patient reported that their devices are off right now, but they want them to be off. It was stated that the patient is disorganized and too tired to recharge the battery which was getting really low. The patient noted that they can only recharge partially/doesn't want it to run down so they turned them off. According to the patient, it was ok to turn off the device since they weren't implanted for a movement disorder. They also can't say the therapy helped a huge amount, with them having a little more ability to resist when stimulation is on and feels more depressed when stimulation is off. However, in general they are a little better when it is on, with many external factors that have contributed to their depression including financial and back issues which therapy cannot help with. The healthcare professional (hcp) wants the patient to recharge every other day, but they might charge every 3-5 days with them having some amount of hypomania. The patient believes the implant would help more with their condition if they didn't have financial issues, with them unable to sleep with or without therapy on. They are currently on seroquel which doesn't help with their condition but were put on it years ago under the premise that it might help with their obsessive compulsive disorder (ocd). Follow up with the hcp is to be conducted. No further complications are anticipated. The patient's indication for implant is obsessive compulsive disorder. See related regulatory report 3004209178-2017-08118.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient underwent spinal surgery on (B)(6) and had contacted the manufacturer to confirm the device should be turned off for the surgery. This is why the patient notified that they wanted the device off. Furthermore, on (B)(6) the patient notified the healthcare professional (hcp) that the device is not always consistently charging but assured them that the charge is never too low. The issue of the patient only being able to charge partially will be addressed at the patient's next visit. The patient's weight was also provided. See related regulatory report 3004209178-2017-08118.